Event description:
After supporting a pt for approx one day, the console momentarily stopped and came back up in battery operation. The pt was placed on a back-up console with no further problems. The console will be evaluated.